Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that blood glucose values obtained on the accu-chek mobile system are consistently 2.5 mmol/l greater than those obtained on a precision xceed system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.